Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin leaked from the septum after the cartridge was filled with insulin. Reportedly, the cartridge was filled with 160 units. The customer's blood glucose level was 180 mg/dl. A new cartridge was successfully loaded to address the event and insulin delivery was resumed.